Event description:
Log file review indicated there was also a no external power event on 13mar2026 due to power to the mobile power unit (mpu) being briefly interrupted. There was no interruptions in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.